Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the device had a rem alarm. The return electrode monitoring (rem) signal remain green when it should not. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The investigation found return electrode monitoring (rem) adapter is defective. The investigation isolated the failure to the rem adapter, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rem adapter was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.